Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due faulty force sensor. The insulin pump was unable to verify prime alarm due to motor error. Motor was tested outside the device and passed. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported that he received motor error and prime rewind alarms on his insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stated that insulin was squirting out during the priming process. He also stated that the insulin pump was dropped two days prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.